Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with weakness. A transmission showed the right ventricular (rv) lead with significantly elevated capture threshold to high measurement. The lead remains in use. No patient complications have been reported as a result of this event.